Event description:
It was reported that the patient was seen on the day of report for reprogramming of their implantable neurostimulator (ins) because they were not getting therapy coverage and that the ins ¿goes off randomly.¿ the patient did have surgery (to remove some discs in their back) a few weeks ago and all of the reported issues occurred following that event. There were no reported falls or trauma associated with the issues. Interrogation of the ins battery showed the voltages were ¿ok¿ and was at 2.64 volts (or 35-70%). Impedance testing showed electrode combinations of #0-5, 0-6, 0-7, 1-4, 1-5,1-6, 2-5, 2-6, 2-7 showed values greater than 4000 ohms. The rest of the electrode combinations were ¿good¿. Follow up information reported that the patient was to have their ins replaced. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # j0511416v, implanted: (B)(6) 2005, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).